Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent rapid-onset hypoglycemia with a documented lowest glucose of 44 mg/dl, with no consistent time-of-day pattern and no recent changes in eating habits, and the user declined a factory reset and requested clinical support for target adjustments; troubleshooting and education were completed, and a clinical training session was scheduled. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included technical troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.